Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tl and it was torn in the injector while advancing. The lens was not implanted and there was no patient contact or injury. The mtc-60c cartridge, lot number unknown was used. The contact stated the model and lot numbers of the injector were unknown.